Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp pump inserted via the femoral to support a patient admitted with angina and hypotension. The patient had the cp explanted after 10hours due to an access site hematoma. The hematoma was treated by blood products and removal and replacement of the pump via an upsized sheath, a 18fr.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿